Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient needed their device adjusted because the stim was aggravating the wrong location. When the patient tried to use their stim again after having a surgery to remove their cancer, the stim ¿hit the main nerve going down his leg into his back¿. It was noted that the ¿nerve went crazy¿ when he sat or drove for too long, so he wouldn¿t have the stim on for too long. The patient noted that the cancer was masking the stim sensation from before, but later the cancer was gone and the stimulation magnified, so it needed to be adjusted. Even before the patient had their cancer resolved, they had issues with the device helping his pain. Since implant, the healthcare professional (hcp)¿s had changed the patient¿s programs, and nothing worked; they just wanted relief. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to discuss ¿adjusting¿ the programming and to page manufacturer representative (rep)s. There were no further complications reported or anticipated.